Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during device preparation for a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic valve with a 23mm sapien 3 ultra resilia (s3ur) and commander kit, upon expansion of a 14 fr esheath+, the joint between the liner and sheath (blue part) has been expanded, rather than the liner itself. The decision was made to open the single item. As the liner was partially expanded as usual, this sheath was used for the tavr procedure, and the valve was deployed without any trouble. The device will be returned for evaluation. Per the reporter, the joint on the opposite side of the liner has been expanded to look like it has been stretched. This is something that has been occurring frequently lately. The tip of the sheath is broken, but it broke (kinked) when it was collected and is not related to the device problem. Upon receipt of the device the distal tip was found to be torn.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The complaint for distal tip torn was confirmed during returned product evaluation (functional testing). Available information suggests that improper tip expansion contributed to this event based on observed tip tear characteristics. The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.